Event description:
It was reported that the compax 40e table locks did not function, causing the table to move. There was neither injury reported nor patient involvement. The concern is for a serious injury if a patient were to become unsteady and falls as a result of the table locks failure.

Manufacturer narrative:
The ge field engineer adjusted the table locks and returned the product to service. Procedures are currently in place per the preventative maintenance manual to check the functionality of the table locks.